Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. It was noted that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-aug-2019 with the following findings: during investigation, the battery compartment leak with evidence of moisture inside all internal pump: moisture corrosion on all boards, in battery compartment. There was moisture on display. Due moisture blank display at power up with audible and vibe. Unable to test any button and unable to investigate complaint about keypad tactile changes. Due blank display. Removed the keypad, no evidence of contamination on key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.